Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain at the implant site following a fall. An atrial lead position check failure was noted on the right atrial (ra) lead. All therapies disabled. The lead remains in use. No further patient complications have been reported as a result of this event.